Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance for proper emitter setup. There were no further issues reported on this system.

Manufacturer narrative:
.

Manufacturer narrative:
July 27, 2015 a medtronic ent representative, following-up at the site, reported that the site stated that they feel it was emitter placement and possible user error that resulted in the tracking issues they reported. The site declined to have a medtronic representative perform a system check-out. Probable cause: verification technique.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, their navigation system became unresponsive. As the rn continued to describe the issue, it was identified that the navigation system was not unresponsive, but it was not tracking the instrument that the surgeon was currently using. The surgeon was unable to verify any instruments. The rn noted that the instruments were not bent. In trouble-shooting, the rn was asked to open the tracking details which showed the trackers were working. Also identified that the emitter and axiem bow were working. Confirmed that when the emitter was moved around, the tracking view was picking up the instrument tracker and patient reference properly. At this time, the rn attempted to verify the suctions, without success. There was a 30 minute delay to trouble-shoot. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.